Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the programmer exhibited a diagnostic data anomaly when calculating the expected longevity. The longevity calculation was noted to be correct during a latest follow-up. The patient was stable after the event.